Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure. The patient had decreased right heart function over time. Right heart failure did not exist prior to implant of the left ventricular assist device (lvad). The death was not considered to be device or therapy related.

Event description:
Additional information was received that the right heart failure did not exist before the left ventricular assist device (lvad) implant but the lvad did not cause or contribute to it. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. No autopsy was performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and death as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management," outlines indications of right heart failure and the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.